Manufacturer narrative:
Patient information is not available for reporting. Date of event is unknown. Unknown. Reporter phone number is unknown. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that there were issues with a trochanteric fixation nail-advanced (tfna) nail. It is unknown when the event occurred. Concomitant devices reported: tfna fenestrated helical blade 110mm (part # 04.038.410, lot # unknown, quantity 1), 5.0mm ti locking screw w/t25 stardrive 54mm for im nails (part # 04.005.544, lot # unknown, quantity 1). This report is for one (1) 12mm/130 degree ti cann tfna 420mm/right-sterile. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
The initial complaint was reviewed and found not reportable. Additional information was obtained. There is no product malfunction or adverse event related to the nail. Updated information was obtained and identified that the tfna screw (blade) had travelled medially through the acetabulum only being stopped by the mechanism in the neck that allows slide and controls rotation. This event will be captured under the blade. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.